Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as it has reached end of life (eol) sooner than expected. A request was made to have data from this device analyzed. Data analysis could not be performed. Device replacement was recommended. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects were reported.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as it has reached end of life (eol) sooner than expected. A request was made to have data from this device analyzed. Data analysis could not be performed. Device replacement was recommended. The device was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected fields: b1 adverse event/product problem, b2 outcomes attrib to adv event, b5 describe event or problem, d6b explant date, h1 type of reportable event.